Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. A lead integrity alert (lia) triggered on the right ventricular (rv) lead for short v-v intervals and non-sustained high rate episodes with possible noise and oversensing. Impedance measurements were inconsistent. Chest x-ray showed that the right ventricular (rv) lead had dislodged and had retracted into the atrium, which induced atrial fibrillation (af). The slack had completely pull back on the right atrial (ra) lead and it was also dislodged, causing ventricular safety pacing and nearly simultaneous atrial pacing. The rv lead was detecting af as ventricular fibrillation (vf) and inappropriate therapies were delivered. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.